Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer treated with insulin pump. Customer states reservoir compartment was damage. Customer states reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked battery tube threads and cracked case behind the insulin pump near the battery compartment.